Manufacturer narrative:
(B)(4). The pump was received with a partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, missing display window cover, keypad overlat texture damage, pillowing keypad overlay, and minor scratched lcd window. The pump was unable to perform the displacement test due to missing retainer.

Event description:
It was reported via phone call that customer's insulin pump was damaged. Customer's blood glucose was unknown at time of incident. Customer states that crack was seen on reservoir thread. Insulin pump will be return for analysis and will be replaced.